Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log file contained events on from 01:03:30 through 08:55:32 on 23may2023, per the timestamps. Low flow hazard alarms were captured throughout the majority of the file. Additionally, a driveline disconnect alarm and subsequent pump stop were captured at 08:54:28, consistent with the removal of device support following the patient's death. No other notable events or alarms were captured. The pump appeared to function as intended while the driveline was connected. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1. The IFU also notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown. The outcome was not considered to be device or therapy related. Log files captured 235 low flow events on (B)(6) 2023 between 1:03:30 and 8:54:27. There do not appear to be any type of device related issues causing these events. The log file shows the driveline was disconnected at 8:54:28 and the pump stopped.